Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited an undersensed atrial beat. As a result, the device provided inappropriate anti-tachycardia pacing (atp) and delivered an inappropriate shock. It was noted that the patient's medication was adjusted and reprogramming occurred. No additional adverse patient effects were reported. This right atrial (ra) lead remains in service.